Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) cleared the error the previous night. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) informed the hp of the error's meaning. The hp had already started manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.